Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of noisy signals on the right ventricular (rv) lead channel that resulted in non-sustained ventricular tachycardia (nsvt) episodes. The rv lead is a non-boston scientific product. The health care professional (hcp) initially thought it was due to power tools. However, after advising the patient to stop using the power tools, there were still noisy signals present. Technical services (ts) reviewed the reports and advised troubleshooting actions, such as isometrics and x-ray imaging. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced prophylactically. The device is expected to be returned for analysis. Subsequently, the device was returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited oversensing of noisy signals on the right ventricular (rv) lead channel that resulted in non-sustained ventricular tachycardia (nsvt) episodes. The rv lead is a non-boston scientific product. The health care professional (hcp) initially thought it was due to power tools. However, after advising the patient to stop using the power tools, there were still noisy signals present. Technical services (ts) reviewed the reports and advised troubleshooting actions, such as isometrics and x-ray imaging. The device remains in use. No adverse patient effects were reported.